Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
The customer has reported that multiple error codes, l3-017 & l3018 have occurred during the breast biopsy. The biopsy has been completed. There are no pt consequences reported. One device to be returned. Used on a fischer system.